Event description:
It was reported that at follow-up, loss of capture and low sensing were noted. Fluoroscopy revealed that the lead had dislodged. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.